Event description:
User called into emergency support program (esp) line to request support with restriction alarm that was going off frequently during use of intra aortic balloon on patient. User had released a leg immobilizer and noticed it resolved after that. User wanted to know if there was anything else she needed to do. The esp personnel explained that was probably compressing on the tubing, but had user assess the insertion site also. After this the alarm did not come again. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).